Event description:
On (B)(6) 2012, pt reported the infusion device display was blank. Pt reported the infusion device was functioning properly the previous night, and then this morning she noticed there was nothing on the display. She inserted a new battery, but the display remained blank and the infusion device did not emit any audio signals. The battery and batter cover had been in use for 2 weeks. Pt reported she was feeling sick but would not provide info about her blood glucose. Follow-up was completed with the pt on (B)(6) 2012. She reported. The infusion device did not provide an alert or error message before it shut-down. The infusion device, battery, and battery cover were requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue.